Event description:
It is reported that the screw fractured while implanting. The surgeon used a burr to remove part of the implanted screw, in order to seat the liner in the cup. A portion of the screw remains implanted in the patient.

Manufacturer narrative:
This report will be amended when our investigation is complete.